Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros trop I es quality control result was obtained from a known troponin I free sample processed on the vitros 5600 integrated system. An ocd field engineer performed service actions to return the equipment to expected performance. The most likely root cause of this event is analyzer related. There was no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros trop I es quality control result for a known troponin I free sample (0.059 vs. Expected result 0.014 ng/ml) processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).